Event description:
My father began using a brand-new drive medical bathroom safety shower chair with folding black three days ago, when he was released from the hospital after open heart surgery. On the third use of the chair, it broke under his weight, causing him to fall in the shower. He weights (B)(6), and the device is related to 300 lbs. The plastic sleeve where one of the legs inserts into the chair broke, and the chair collapsed.